Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a da error. A boston scientific technical serviced consultant discussed that the da error was typically a benign, self-correcting memory corruption that may be caused by environmental factors. Device therapy remains available. No device data was submitted for evaluation; no other device issues were reported during the follow-up. No adverse patient effects were reported.